Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus was working incorrectly. It was indicated that the connection between the overlay and xy printed circuit board (pcb) required cleaning and reseating. It was also indicated that several external components were damaged. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display was not responsive to the stylus. The stylus was replaced but the issue was not resolved. The programmer was returned for service. No patient complications have been reported as a result of this event.